Event description:
It was reported that the device has frequent primary audible alarms. The event happened during patient use. There was no patient injury.

Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device has frequent primary audible alarms. The review of event log found that no information related to the complaint. There was a primary audible alarm events reported by the customer during the review of 12-month service history. The visual testing was performed. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. As a customer satisfaction action, the interconnect board was replaced. No systemic product design issue was identified, and the device passed verification testing after service. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.